Event description:
A 65-year-old male with a history of nonischemic cardiomyopathy and an lvad (left ventricular assist device) placed in (B)(6) 2024. Mssa (methicillin-susceptible staphylococcus aureus) driveline infection, pseudomonas and enterococcus infection. Heartmate 3 pump exchange due to infection on (B)(6) 2025. Post opeartive course was uneventful and he has now been discharged home.